Event description:
It was reported that system diagnostics resulted in high impedance after replacement of a pulse generator. Information from the surgeon revealed that a knot was visible on the lead while replacing the generator. After the surgeon performed diagnostic testing in the operating room, the lead impedance was higher than normal but thought to be ok. The epileptologist programmed the patient on after surgery and performed system diagnostics which resulted in high impedance along with the patient unable to perceive stimulation. The patient underwent lead replacement surgery. At the moment, the lead was returned to the manufacturer and is currently undergoing analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.